Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customers current blood glucose level was 50 mg/dl. Customer has stated her blood glucose went low in the morning, but did not need to troubleshoot because she cared for it with soda. No further information was available. Nothing was returned or shipped.